Event description:
The customer reported conflicting results with ID now covid-19 2.0 test kit assay performed on unknown date. The result from the first test was positive. The customer reported that they questioned the initial positive results; therefore, repeat testing was performed on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m777993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m777993, test base part number 192-430 / lot m777993. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m777993 showed that the complaint rate is (B)(4). And 0.00179% respectively. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue h3 other text : single-use, device discarded.

Manufacturer narrative:
D4 UDI: (B)(4). Date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported conflicting results with ID now covid-19 2.0 test kit assay performed on unknown date. The result from the first test was positive. The customer reported that they questioned the initial positive results; therefore, repeat testing was performed on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.